Event description:
Crm received info that this right ventricular (rv) lead was producing extra-cardiac stimulation. A lead revision was attempted however, this lead was unable to be repositioned. This lead was explanted and a new lead was successfully implanted. No additional info is available at this time. If additional info becomes available, this event will be updated.